Manufacturer narrative:
The device was returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it displayed a battery inoperable alarm. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. A review of the device logs confirmed the battery inoperable alarm. Based on previous investigations of similar complaints, it was determined that the alarm was due to a software issue with the communication interface between the processor, charger and internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).